Manufacturer narrative:
Two lot numbers were reported for this incident. The following information is for each lot #: medical device lot #: 6231990, medical device expiration date: 8/31/2021, device manufacture date: 8/16/2016. Medical device lot #: 6252540, medical device expiration date: 8/31/2021, device manufacture date: 9/8/2016. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is not marketed in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the green safety shield came off of a 21 g x 1.25 in. Bd vacutainer eclipse blood collection needle during use, leaving an exposed needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample from lot # 6231990 and two used samples from lot # 6252540 were returned for evaluation. A visual inspection of all three samples exhibited hub collar separation. As this is a confirmed complaint, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. Conclusion: although the customer's indicated failure mode was confirmed, an absolute root cause for this incident has not been determined. Remedial action required: CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis, and remediation plan to include corrective and preventive actions.